Event description:
It was reported that this device exhibited premature battery depletion(pbd). During a follow up visit, the battery indicator showed seven years remaining. The next follow up visit six months later showed three and a half years remaining indicating early battery depletion. Subsequently, the patient underwent a revision procedure and the product was successfully explanted. On explant in the lab, the device showed seven years remaining. The device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, (defibrillation), and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this device exhibited premature battery depletion(pbd). During a follow up visit, the battery indicator showed seven years remaining. The next follow up visit six months later showed three and a half years remaining indicating early battery depletion. Subsequently, the patient underwent a revision procedure and the product was successfully explanted. On explant in the lab, the device showed seven years remaining. The device is expected to be returned for analysis. No adverse patient effects were reported.